Event description:
The patient was being treated for a dural arteriovenous fistula in the right transverse sinus. After the successful placement of 7f and 4f guide catheters in the left transverse sinus, the physician advanced to microcatheter and guidewire [device in question] to the ostium of the right transverse sinus. The physician encountered resistance advancing the microcatheter and guidewire through the right transverse sinus to the lesion due to occlusion. Therefore, the guidewire was advanced through the occluded part independently of the microcatheter, and the tip was "run off from the right transverse sinus". The movement was observed using angiography. "A light retained contrast medium was noted near the right transverse sinus and it was checked under CT." The origin of the bleeding was unknown and the physician decided to abort the procedure and "to take a wait-and-see approach". The patient died five days post procedure, there is no allegation of product malfunction against the guidewire by the physician.

Manufacturer narrative:
.